Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. However, it is not always reproducible and the symptom recovers when the power is turned on and off. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave an error message on the cp5 control panel and function buttons disappear from the centrifugal pump control panel during setup. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported event could be traced back to a failure of a clamp control board. The board was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.